Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient stated that their stimulator stopped working in the last week. They cannot change programs or the intensity. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient has an appointment on (B)(6) 2017 at the pain clinic for troubleshooting with a rep. The rep had not further information until the appointment. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
(B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that the patient stated they had a loss of stimulation. Impedances were checked, and electrodes 0-2 were out of range, which were the electrodes the patient was programmed with. The patient also had a return of their usual pain symptoms, since their loss of stimulation. It was noted that the patient had been without stimulation for about a week or so. The rep stated that the patient is very active, but did not have any falls or anything that may have contributed to the event. Reprogramming was done with the electrodes within normal limits, and stimulation was re-established. The patient mentioned that the stimulation was covering their pain again. No further complications were reported, and the issue was resolved at the time of the report.